Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are so frustrated with the unit. Patient mentioned yesterday, they charged the implanted neurostimulator, they could only get it to 70%. Patient mentioned when they try repositioning the recharger and starting over, it would connect. Patient mentioned they weren't on top of things and when they went to check days later, the implant was completely dead. Patient then went to charge the implant and the controller was at 100% and they were charging for 3 hours and the implant only got up to 50% and then it said it was finished. Patient also mentioned that when they get to recharge, there's no recharging quality showing on the controller screen. Patient mentioned today, they are trying to charge again and the screen gets stuck on checking the recharger screen. Agent walked patient through removing resetting the controller. Agent had patient check the controller and recharger for damages and clean connections. Patient confirmed no physical damage on both controller and recharger. Agent had patient start a recharging session, but then the screen got stuck on checking the recharger screen. Patient also mentioned that when they're recharging the controller gets really hot. The issue was not resolved through troubleshooting. See previous case for the report of patient mentioned they received a new controller about 3 weeks ago and everything was working fine. A replacement recharger telemetry module (rtm) and controller was sent out. No symptoms were reported. Patient called back and repeated previously documented information. Patient expressed frustration. Patient mentioned that their implant would charge to a certain percentage and it would say finished but when they check, it would show checking the recharger. Patient stated they received the replacement recharger and controller. Patient mentioned that when they charged the device, everything seemed great at one time. Patient stated they reached 90% and saw "checking the recharger" screen and it would not charge anymore. Now that the charge is back down to 30%, it has started charging, but they're still seeing checking the recharger constantly and it won't charge at all. Agent had patient reset the controller with ac power supply. Patient confirmed controller turned on with green flashing light. Agent had patient disconnect from the ac power supply. Agent had patient blow air into the controller charging port and wipe the rtm pins. Agent had patient connect the rtm and start the ins recharge session, patient confirmed controller battery was at 90% and implant was at 30% with recharging excellent. Agent reviewed information and advised the patient to continue charging their implant, monitor and call back if the issue persist. Agent reopened and reassigned case to send request to repair to replace the recharger. Patient called back and got the replace controller batteries message while charging the implant. Controller was at 90% and charging excellent and within 3 minutes they got the message. During the call there were no damages on the recharger and controller port. Controller was at 80% and implant was at 40%. Patient mentioned they just got off with the representative and reset the controller with the ac power. Agent understood this as the previous agent. Agent closed case. Additional info received from patient they got 2 replacement rechargers and controllers. Patient mentioned their implant was at 30%. Patient unlocked controller; controller showed 100% and implant 30%. Agent instructed patient to clean the controller port and recharger pins. Agent instructed patient to start a charge session and patient mentioned the controller did not go past checking the recharger. Patient mentioned they were so frustrated and they want to have their stimulator removed to have a different one. The issue was not resolved. A request was sent to repair to replace the li battery pack and controller. Additional information was received from the patient (pt).it was reported that I would like the body implant battery/controller module removed and replaced with the new one. Decline in charging ability .it takes to long to charge the battery or most times I get to 80% or 90%.not all the reported issues are resolved exhausted remedies.